Manufacturer narrative:
H10: (h1): the engineering evaluation noted that the revised components reported in the experience was likely the result of either loosened supporting ligaments surrounding the joint and/or hip range of motion sufficient to initiate lever-out of the femoral head, which lead to the dislocation reported. However, this cannot be confirmed because the explants were not available for evaluation. After further review of additional information received the following sections: b4, b5, d1, d4, g5, h1 and h4 have been updated accordingly. Section(s): no information has been provided: a2, a3, a4, a5, b6, and b7. H11: corrections: (d2): corrected product code to jwh. (D4): removed model number, as device does not have model number. (G4): original awareness date was (B)(6) 2018.

Event description:
Index surgery: (B)(6) 2010. Revision due to dislocation. Osteolysis was noted. Head was removed with not wear noticed on device. Liner removed with removal tool, slight wear noted anteriorly. The surgeon implanted the same size liner, 132-36-28, but upsized the femoral head to a 36mm +3.5mm. Hip was reduced, and stability improved. Patient was stable upon leaving the operating room. This is one of two products involved with the reported event and the associated manufacturer report number 1038671-2018-00821.

Manufacturer narrative:
H1: the engineering evaluation noted that the revised components reported in the experience was likely the result of either loosened supporting ligaments surrounding the joint and/or hip range of motion sufficient to initiate lever-out of the femoral head, which lead to the dislocation reported. However, this cannot be confirmed because the explants were not available for evaluation. After further review of additional information received the following sections: b4, b5, d1, d4, g5, h1 and h4 have been updated accordingly. Section(s): no information has been provided: a2, a3, a4, a5, b6, and b7. H11: corrections: (d2): corrected product code to jwh. (D4): removed model number, as device does not have model number.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2010. Revision due to dislocation.